Manufacturer narrative:
The investigation for the controller error (yellow alarm) has been completed. The console log confirmed the reported failure mode given there was a pmd has detected a pump speed deviation - alarm issued triggered during the clinical procedure. There were multiple instances of the "impella stopped (motor current high)" and "impella stopped (retrograde flow)" alarms before the pump was unplugged from the console. Real time logs confirmed that there are multiple instances of the motor current fluctuations, and which ultimately triggered pmd has detected a pump speed deviation alarm. The console was returned and was visually inspected. The internal circuitry of the console did not reveal any anomaly. The console was run with a known good pump and purge system with no observable anomaly was noted. The root cause for the controller error (yellow alarm) i.e. Pmd has detected a pump speed deviation was not related to any problems with the automated impella controller (aic). No issues were found within the aic. B.7 information was added that was inadvertently omitted from the initial manufacturer device report number 1220648-2024-19623. D.1 revised brand name as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-19623. D.2 revised common device name since the initial manufacturer device report number 1220648-2024-19623 was submitted in accordance with updated procedures. D.4 revised model number as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-19623. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2024-19623 was submitted in accordance with updated procedures.

Manufacturer narrative:
The automated impella controller (aic) was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support. While on support, the automated impella controller (aic) displayed a yellow controller failure message.